Event description:
Physician reported to a cook medical representative that he explanted a zfen device (of unknown product code) due to a type iiib endoleak. The graft was originally implanted a few years ago at (B)(6) and was explanted at the (B)(6).